Event description:
It was reported that during a lumbar/thoracic fusion at the healthcare facility, the final placement of three out of ten pedicel screws on the right side of the spine did not match the positioning planned with navigation. It was reported that these screws were placed more medial than they appeared in the virtual representation by the navigation system. It was reported that the difference between the positioning of the virtual screws and the actual screws was approximately 5 mm. It was reported that the procedure had to be converted to a partially open procedure, and that the misplaced screws were taken out and reinserted with the use of navigation. It was reported that there was a delay to the surgical procedure of at least 45 to 60 minutes, and that it is not known whether additional anesthesia was administered. It was reported that the procedure was completed successfully, with no other consequences to the patient.

Manufacturer narrative:
During the review of the patient information the three misplaced screws were confirmed. Based on the investigation of the event, the position of the patient tracker changed between several scans. Further, the patient tracker was placed on the iliac crest instead of the vertebrae which were treated. The position of the patient tracker changing in relation to the patient's spine, as well as movement or instability of the patient's spine above the vertebra break were identified as possible root causes of the reported event. During the investigation, no malfunction of the navigation system and software were observed.

Event description:
It was reported that during a lumbar/thoracic fusion at the healthcare facility, the final placement of three out of ten pedicel screws on the right side of the spine did not match the positioning planned with navigation. It was reported that these screws were placed more medial than they appeared in the virtual representation by the navigation system. It was reported that the difference between the positioning of the virtual screws and the actual screws was approximately 5 mm. It was reported that the procedure had to be converted to a partially open procedure, and that the misplaced screws were taken out and reinserted with the use of navigation. It was reported that there was a delay to the surgical procedure of at least 45 to 60 minutes, and that it is not known whether additional anesthesia was administered. It was reported that the procedure was completed successfully, with no other consequences to the patient.